Event description:
It was reported that the patient had three contacts out on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5078727.

Event description:
It was reported that the patient had three contacts out on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had three contacts out on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6).the returned leads were analyzed and the visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the lead. With all the available information, boston scientific concludes that the allegation of high impedance has been confirmed. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.